Event description:
Pt called in 2003 alleging that the one touch basic original meter had missing segments. Pt described feeling dizzy, tired, and having a dry mouth. Pt did not have another device to test with at the time of concern. Pt did not take any actions following the attempted use of the meter. Pt reported being taken to the hosp, where pt was treated through an IV. Medical affairs specialist spoke with pt's spouse to obtain additional info. Pt's spouse could not recall the blood glucose readings or the reason for the hospitalization; however, pt had just been through a kidney transplant. When asked to speak with the pt, pt's spouse explained that pt was hard of hearing and would have a difficult time on the phone. The customer service rep discovered through troubleshooting that the area displaying the blood glucose results had the missing segments. The customer service rep replaced pt's meter. Based on insufficient evidence, it is unk if the meter contributed to any adverse event. The meter is being reported due to the unresolved missing segments issue.